Event description:
It was reported that during routine follow up, decreased sensing and increased threshold was observed. X-ray inspection revealed that the lead was dislocated. The lead was repositioned. There where no other consequences for the patient.

Manufacturer narrative:
(B)(4).